Manufacturer narrative:
PMA/510(k)#: p100022/s001. The device was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. The following information has been provided for this case: the device is not available for return. The date the stenting procedure took place is unknown (1-2 years previous). Imaging is not available for this case. The stent fracture was confirmed by the physician - date unknown. There is no evidence to suggest that this event did not occur, therefore, the complaint is confirmed based on customer testimony. It is possible that difficult patient anatomy or patient¿s lifestyle could have contributed to this event. However, a definitive root cause cannot be determined and no other comments can be made at this time. It may be noted that stent strut fracture are known potential adverse events associated with the placement of zilver ptx devices. As the rpn and lot number of the device are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
During an on-site assessment, dr. (B)(6) has informed us the had a problem with a zilver ptx stent for 1-2 years, because it was a stent fracture. He was unable to give any further details.

Manufacturer narrative:
PMA/510(k)#: p100022/s001. The rpn and lot number of the device involved in this occurrence is unknown. However, it was confirmed that the device was a ptx pin & pull system. The device was implanted in the patient and is therefore unavailable for evaluation. With the information provided a document based investigation was carried out. There is no evidence to suggest that this event did not occur, therefore, the complaint is confirmed based on customer testimony. The following information has been provided for this case: the device is not available for return. The date the stenting procedure took place is unknown (1-2 years previous). Imaging is not available for this case. The stent fracture was confirmed by the physician - date unknown. It is possible that difficult patient anatomy or patient¿s lifestyle could have contributed to this event. However, a definitive root cause cannot be determined and no other comments can be made at this time. It may be noted that stent strut fracture are known potential adverse events associated with the placement of zilver ptx devices. As the rpn and lot number of the device are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all zilver ptx devices are subject to visual inspection and functional checks to ensure device integrity. It is possible that difficult patient anatomy or patient¿s lifestyle could have contributed to this event. However, a definitive root cause cannot be determined and no other comments can be made at this time. Quality engineering will continue to monitor complaints of this nature for potential emerging trends.

Event description:
This follow up report is being submitted due to the receipt of additional information that confirmed the device involved in this event to be a zilver ptx drug-eluting peripheral stent - pin & pull system. The initial report included an investigation that referred to this device as a zilver ptx drug-eluting peripheral stent - thumbwheel system. Initial report submitted as follows: during an on-site assessment, dr. Sixt has informed us the had a problem with a zilver ptx stent for 1-2 years, because it was a stent fracture. He was unable to give any further details.